Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 (air in line) alarm on the home choice (hc) device during the initial drain .the homepatient (hp) stated she awoke to the hc alarming se 2240 and noticed she was all wet. The hp was not connected to the hc cycler at the time of the alarm. The patient line had disconnected from the transfer set. The hp stated she did not know how the line became disconnected as she was asleep. Hp stated she closed her transfer set and did not reconnect. The technical service representative (tsr) explained to the hp that the se 2240 alarm indicated a large amount of unsterile air had entered the setup. The tsr had the hp recycle power and the se 2367alarm displayed. The tsr reviewed the proper procedures per the user manual with the hp explained to that the se 2367 alarm had ended the therapy. The tsr advised the hp would need to start over with new supplies, and they needed to contact the peritoneal dialysis (pd) nurse (rn) regarding the patient line disconnecting and the se 2240 alarm. On 09 apr 2010, product surveillance received a call-back from the nurse regarding the 2240 alarm. The nurse stated that she was aware of the event. The nurse also stated that she was not able to determine the cause of the alarm. The patient was being treated for bacterial peritonitis with aricef via intraperitoneal (ip) for 14 days, but the patient was not hospitalized for the peritonitis. The treatment was started on (B) (6) 2010. The nurse believes that it could have been a direct result of the disconnection. The nurse could not determine how the hp disconnected. The nurse did verify that the hp is continuing with peritoneal dialysis (pd) therapy and has recovered from the peritonitis. The sample was not available as the caller discarded the sample. The following additional information was received from global pharmacovigilance on 19 apr 2010: on (B) (6) 2010, the patient disconnected from the cycler while sleeping. The patient went to the emergency room and was treated with vancomycin, fortaz and ancef but was not admitted to the hospital. A peritoneal effluent culture was performed on the same date and was positive for (B) (6) coagulase negative. When the culture results were reported, the patient discontinued the vancomycin and fortaz, but continued with the ancef. It was indicated that dianeal therapy continued. Per the reporter, the causality of the events was not related to dianeal. The patient was considered recovered on an unknown date in 2010.

Manufacturer narrative:
(B) (4). The actual sample was not available for evaluation as it was discarded by the patient.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 (air in line) that occurred during initial drain. A sample was not available therefore this complaint was not confirmed in the lab; however, the most likely cause of the system error 2240 (air-in-line) is due to air being sucked into the disposable set after the patient line became disconnected from the transfer set. There was no specific lot number identified with this complaint; however, a batch review was performed on potentially associated lots (h09l05022 and h10a14064) with no issues noted. Although it is not clear from the complaint the cause of the patient line and transfer set disconnect, the complaint is potentially related to the patient not checking for secure connections. On page 3-10 of homechoice apd systems patient at-home guide, patients are instructed to check all disposable set connections for a secure fit before beginning therapy. On page 18-65 of the guide, patients are instructed how to emergency disconnect for a short time period if an unexpected event should occur. This review found the labeling adequate for the potential use error in the complaint. (B)(4). Overall, these trends are stable during the time period this incident occurred. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. There is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause will be identified/addressed through the CAPA.

Manufacturer narrative:
(B)(4).

Event description:
Writer contacted one of the patient's peritoneal dialysis nurses on (B)(6) 2010. The nurse indicated the patient has been transplanted and is doing fine.